Event description:
Acetabular inserter handle cracked. Update (B)(4) 2014 upon further analyst review, this malfunction is now being reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this complaint was not returned. Previous investigations found design is attributed to the handles cracking; eco 256356 was implemented on (B)(4) 2008 to change the material from radel to aluminum. The vendor date code j0907 indicates the instrument was manufactured in september of 2007 and is 7 years old, made prior to these change. In addition, eco416321 was implemented on (B)(4) 2013 that changed the material from aluminum to overmoulded silicon. Further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.